Event description:
Sensormedics 3100b oscillator emitted an audible alarm with no visual alarm indication as to the problem. Respiratory equipment room supervisor, notified and equipment sequestered for further analysis.